Manufacturer narrative:
Literature citation: hao, z et al. (2025). Combining catheter ablation and left atrial appendage occlusion in high-risk patients with atrial fibrillation: a propensity score-matched analysis. Hellenic journal of cardiology. 84:4-12. Https://doi.org/10.1016/j.hjc.2024.03.002. B3: used literature publish date as event date, as it is unknown. D1: brand name is blank because the device is known to be a watchman access system, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via literature article. It was reported that femoral bleeding occurred. The following event was obtained via a propensity score matched analysis evaluating patients with atrial fibrillation at increased stroke risk who underwent left atrial appendage occlusion (laao) with watchman flx closure devices or other non-boston scientific (bsc) laao devices, either alone or in combination with catheter ablation (ca). A total of 707 patients who underwent laao were included, with 166 patients analyzed after matching (83 laao alone and 83 combined ca and laao). Adverse event recorded during follow-up was a femoral bleeding episode within 7 days of the index procedure with one (1) patient who received a combination ca and laao procedure.

Event description:
Reported via literature article it was reported that femoral bleeding occurred. The following event was obtained via a propensity score matched analysis evaluating patients with atrial fibrillation at increased stroke risk who underwent left atrial appendage occlusion (laao) with watchman flx closure devices or other non-boston scientific (bsc) laao devices, either alone or in combination with catheter ablation (ca). A total of 707 patients who underwent laao were included, with 166 patients analyzed after matching (83 laao alone and 83 combined ca and laao). Adverse event recorded during follow-up was a femoral bleeding episode within 7 days of the index procedure with one (1) patient who received a combination ca and laao procedure.

Manufacturer narrative:
Literature citation: hao, z et al. (2025). Combining catheter ablation and left atrial appendage occlusion in high-risk patients with atrial fibrillation: a propensity score-matched analysis. Hellenic journal of cardiology. 84:4-12. Https://doi.org/10.1016/j.hjc.2024.03.002 b3: used literature publish date as event date, as it is unknown d1: brand name is blank because the device is known to be a watchman access system, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman access system remains implanted; therefore, returned device analysis could not be completed. Device history record review the batch number of the watchman access system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include bleeding (major hemorrhage). Risk review as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. The risk review was completed and confirmed that the event of bleeding (major hemorrhage) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.